Manufacturer narrative:
This complaint is being reported by zimmer biomet as cmp-(B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated this skin graft mesher twice. The last repair was december 30, 2016 where it was reported that there was a missing screw and the comb, detents, shoulder bolts, cap nut and washers were replaced. This is not a related issue. The device history record (DHR), for the cutter noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated the cutter. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the pre-testing could not be performed due to a bent comb. The top hinges need to be realigned. The handle needed to be lubricated. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) which included replacement of the comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent, which cause the pre-testing to not be performed. The root cause of the comb being bent and was unable to roll the graft through the device cannot be specifically determined with the provided information. A damaged comb could result in less than optimal mesh patterns and cause further damage to the mesher. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that both ends of the mesh comb appeared to be bent; therefore, they were unable to roll the graft through. A delay of over 30 minutes occurred. No further patient consequences have been reported as a result of this malfunction.